Manufacturer narrative:
Product event summary: the afapro28 balloon catheter with lot number 26615 was returned and analyzed. No anomalies were identified during external visual inspection of the balloon, shaft, and handle segments. The catheter smart chip data was reviewed. Data indicated the catheter was used for three applications. However, the catheter usage date recorded on the smart chip 2025-10-03 did not correspond to the event date. The catheter was recognized and passed the electrical integrity verifications and performance test. The catheter completed the inflation, ablation, and thawing phases with no console system notices generated. No performance issues were identified. All pressure and flow were in range and temperature curve had no oscillations or overshoots. During inflation the balloon was bent. During inspection of the shaft segment, a guide wire lumen kink/twist was observed 1.25 inches proximal to the catheter tip. Pressure testing did not identify any leakage from the kink. In conclusion, the reported issues (kink, bent) were confirmed during testing. The balloon catheter failed return inspection due to a kink/twist on the guide wire lumen. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a case involving the catheter afapro28 afa pro 28, the balloon appeared totally twisted in x-ray and did not work properly, it was suspected that one of the cables was bent. X-ray imaging was used to observe the balloon's condition. The balloon catheter was replaced to resolve the issue. The case was completed and the product was replaced. No patient complications have been reported as a result of this event.